Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or motor error alarm during testing noted. The motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level kept going up after treating with a syringe and insulin pump. Her blood glucose level went up to 434 mg/dl. The insulin pump alarmed motor error and no delivery. The customer was able to rewind the insulin pump. The customer was not feeling well. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.